Event description:
The patient received several notifications from the non-abbott device and presented to the emergency room. The device was interrogated and the right ventricular (rv) impedance and the r-wave amplitude were inconsistent. X-ray was performed and the rv lead was externalized. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, only the distal segment of the lead was returned for evaluation. Visual and x-ray examinations did not reveal any insulation abrasions or lead fractures. All damages revealed on the partial device received were consistent with those occurring at time of explant. Electrical tests that could be performed on this piece did not reveal discontinuities or shorts on any conduction paths.